Event description:
As reported in the september 24, 2009 online edition of the journal of cardiovascular radiology in percutaneous intraluminal recanalization of long, chronic superficial femoral and popliteal occlusions using the frontrunner xp cto device: a single center experience, after an initial attempt with a cto guide wire v18 was unsuccessful, the frontrunner xp catheter was used. However, the fr-xp was unable to cross the proximal cap of the cto due to heavy calcification, and there was a perforation in the occluded segment. It was managed interventionally.

Manufacturer narrative:
This report is for an unknown frontrunner xp catheter. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.